Manufacturer narrative:
Concomitant products: 4968-60, lead, implanted: (B)(6) 2016; 6721m-50, lead, implanted: (B)(6) 2016; 5866-38m, adaptor, implanted: (B)(6) 2016.

Event description:
It was reported that the impedance of the patient's two epicardial defibrillation patch leads was low since implant two weeks previous. No changes were made and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.